Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient feels burning at the ins site when its off and on; they noted that it feels hot internally. The troubleshooting/interventions already performed included the rep ran impedances as well as a battery check. The only issue observed was <50 ohms (i.e. A short) observed on 0-3; the rep noted that this combination is not active in programming. No trauma/falls were reported that could be related to this issue. The rep indicated the patient is programmed with c-1 which is 1098 ohms. Caller also noted the patient's therapy has been consistent and ins site doesn't visually look red or inflamed. The call center reviewed that the device appears to be functioning normally. The call center also noted that the issue might be medical and the healthcare provider (hcp) would need to examine further because the issue is occurring with the ins off and on. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause of the burning issue was not determined. It is unknown what the circumstances were that led to the short on 0-3. The action/intervention taken to resolve the reported device issues included a recommendation of turning the ins off, but they kept it on because they could feel the burning even when it's on. Explant is planned, but it is not scheduled at the time of the report. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss a plan. No further patient complications have been reported as a result of this event.